Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. An rv lead fracture was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the explant procedure.